Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm, weak battery alarm and bad battery alarm. The customer reported that the battery compartment was damaged and corroded. The customer's blood glucose was 299 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm, no weak battery alarm and no unexpected low battery alarm noted. No corrosion found in the battery compartment. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.